Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the universal stand mounting thumbscrews broke off into the threads on the bottom of the ventilator. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. There was no patient or user harm was reported. A remote service engineer (rse) provided the customer with the part numbers of the replacement base assembly, bottom foot kit, central processing unit (cpu) tray cover, and thumbwheels for repair as the parts may need to be replaced.

Manufacturer narrative:
The customer canceled the repair. The authorized service personnel therefore was not able to evaluate or repair the device. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.